Event description:
The pt was admitted for a procedure in 2008 with a 75%, de novo lesion in an unk vessel. It was reported that the balloon of a 2.5 x 33mm cypher select plus stent did not inflate properly. There was no reported pt injury.

Manufacturer narrative:
This cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.